Event description:
The customer initially called stating that the bolus wizard feature on the insulin pump was not working. The customer then stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 336 mg/dl during the phone call. Troubleshooting was performed and the insulin pump did not calculate correctly when using the bolus wizard feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will not be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.